Manufacturer narrative:
The pump has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose of 418 mg/dl with polyuria and polydypsia associated with a prime issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting, it was revealed that the patient did not prime until insulin drops came out at the end of the tubing. This complaint is being reported because the patient allegedly experienced hyperglycemia as a result of use error.